Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Initial reporter is synthes sales representative based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022, during an unknown procedure, there was delay detaching llif implant from conduit llif inserter. No patient consequence also procedure successfully completed. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).